Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. Air detector is damaged and battery compartment damage was noted. Functional testing was performed. The air detector was found to be damaged. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is unknown. The air detector and battery compartment was replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was found during investigation of a returned pump that the air detector was damaged. There was no patient involvement and no harm/adverse event reported.